Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked error log and found errors 23, 30, 309, and 45310, communication failure between doco and pmva. The node where error code 30 first appeared was double camera controller (doco). At the same time, doco also had an error of 45310. Fse determined that it was a doco error. Fse replaced the doco. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis and the reported errors 23, 30, 309, and 45310, "communication failure between doco and pmva" were confirmed but not replicated. The errors were confirmed in system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the errors were triggered indicating fault on the doco. Then the system was set to run 10-minute sine cycle, 10 power cycles, and sitting idle for four hours. Once the testing was completed, the system error logs were inspected, but no error or fault could be identified. The complaint was confirmed based on failure analysis. The probable root cause can be attributed to an electrical component failure which triggered the communication failure between the doco and personality module vision acquisition (pmva).

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted the da vinci surgery technical assistance team (dvstat) and reported that error 309 occurred during procedure. The technical support engineer (tse) recommended the customer to power cycle the system and the issue persisted after the customer power cycled the system. The issue remained after the customer power cycled the system twice. The issue could not be resolved and the fse would follow up on the issue. The procedure was converted to laparoscopic surgery with no reported injury.